Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 8.2 cm and 9 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had evidence of oversensed noise, high out-of-range impedance measurements, high threshold measurements and loss of capture (loc). An x-ray revealed a significant bend in the lead approximately 5 cm from the terminal pin and suspected lead fracture. Surgical intervention was performed and upon trying to extract the lead, the lead broke into two pieces approximately 5 cm from the terminal pin. The physician was able to insert a stylet into the lead and noted that the helix was retracted into the helix housing and not attached to the heart wall. The lead was successfully explanted and will be returned for analysis.